Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient¿s cgm displayed 366 mg/dl and he self-treated with insulin based upon the cgm values. An unspecified amount of time later, the patient became diaphoretic, incoherent and called emergency medical services (ems); however, he was unaware how he was able to call ems. Ems performed a bg which was reported by the patient as 4; however, the unit of measurement was not provided. The patient lost consciousness at some time during the event. He was treated with IV glucose, transported to the hospital, and released twelve hours later. The patient regained consciousness and recovered without any lasting effects. Troubleshooting by technical support determined the patient¿s transmitter was expired. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.